Manufacturer narrative:
Event related to regulatory reports: 2029214-2023-00262, 2029214-2023-00263, 2029214-2023-00264. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline, rist catheter, and two phenom catheters had vessel dissection. After deployment of the pipeline an arterial dissection was observed at a point proximal the device. The devices were prepared as indicated in the instruction for use (IFU). The catheters were flushed as per IFU. The pipeline was being used for an indication that was not approved. It was used to treat an aneurysm in the anterior communicating artery (acom), the device was placed on the right side from the aca -a2 segment to the aca -a1 segment. There was no friction or difficulty during delivery. The patient was being treated for an unruptured, saccular aneurysm in the acom right side. The max diameter was 5mm and the neck diameter was 3mm. The distal landing zone was 1.9mm and the proximal landing zone was 2.2mm. Vessel moderate. The access vessel was the right radial. Post angio showed proper device placement and an arterial dissection at a lower point in the vessel. Surgical or medical intervention was required. Icp monitoring and control. Additional information received reported the patient expired. The patient had elevated icp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the patient passed away on (B)(6) 2023. Autopsy records will not be available. It was noted that the death was attributed to the dissection that was observed during/following the case. The cause was not determined. The physician informed that the phenom plus may have rubbed against the arterial wall leading to complications. There were no medical events/procedures leading up to the patient¿s death.

Manufacturer narrative:
Additional imf code in additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.